Event description:
The user facility reported a 73-year-old in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that during the impella cp setup and calibration, cp was placed in patient while pump was calibrating. When the impella was turned on the left ventricle (lv) waveforms were above ao. Flows were high at 4.4l/min mean. The impella was exchanged. No thrombus was noted in the lv or on the impella. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the saturated flow issue has been completed since the original report was submitted. The device was not returned for investigation. Per the data logs, at the time of insertion, when the pump was started, motor current spikes were seen, and saturated flow was observed at p9. The root cause of the saturated flow issue was most likely biomaterial. In accordance with updated procedures, section d6 has been revised from the initial submission.